Event description:
An unknown size aneurx bifurcated stent graft delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after deployment of the 18 mm x 11.5 cm length iliac stent graft, it was not possible to reconnect the quick disconnect button; therefore, the delivery system was removed from the patient prior to deployment. The physician completed the case with another device of the same size. No additional clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.

Manufacturer narrative:
Device was discarded by the user facility.